Event description:
The physician reported during a procedure on an aneurysm in the cavenous segment of the internal carotid artery (ica), the catheter was advanced into the middle cerebral artery (mca) over the device in question (guidewire). The device in question was then removed and a 300cm choice extra support wire was advanced. Attempts to withdraw the catheter were made, leaving the choice extra support wire in position. However, the physician reported the wire became stuck to the catheter, and may have entered one of the small branches of the patient's artery during attempts to remove the catheter. The patient subsequently developed a subarachnoid hemmorhage (sah) and expired two hours following the procedure. The physician reported resistance was the main issue when trying to remove the catheter over the guide wire.

Manufacturer narrative:
The device in question will not be returned to the manufacturer. MFR cannot conclusively determine the cause of the user's experience. If the device is returned and further significant information is found, a supplemental report will follow.